Event description:
Two rn's used protest IV plus linch IV catheters on this day with multiple attempts per rn. IV catheters felt to "drag" and rn's were unable to advance catheter. This made pt have to get multiple IV sticks before successful. Needle ok, just unable to insert catheter.